Event description:
The customer reported the suction valve which had been inserted in the scope broke apart when the user attempted to remove it and a piece of the valve was stuck in the suction channel. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found a piece of the valve in the biopsy channel and deposits in the biopsy channel and suction cylinder. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found foreign material (broken piece of valve) exiting the biopsy channel. The piece was able to be removed with a cleaning brush. There were also deposits found in the biopsy channel and suction cylinder. In addition, there was a gap in the adhesive on the bending section cover, there was a crease on the insertion tube, and angulation was insufficient. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a clip, which was suctioned by mistake, became stuck in the suction cylinder. Then, the suction valve may have been caught in the clip and impossible to detach. The instructions for use (IFU) of the device prohibits aspirating solid matter or thick fluids and states on actions to be taken in case they are suctioned as follows: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus.¿ olympus will continue to monitor field performance for this device.